Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, system sensor and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" error alarm noted. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 423 mg/dl and hospitalization. Customer's blood glucose at the time of the call was 125 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the pump settings are correct but the pump failed the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.